Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 456 mg/dl and low blood glucose value was 48 mg/dl. The customer¿s current blood glucose value was 146 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was uses auto mode. The customer treated low blood glucose with food. Based on customer¿s report customer does not allege under delivery. Customer reported programming was accurate. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.